Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nb011k - enduro tibial comp.offset cemented t1. According to the complaint description, the device was revised 2 years post surgery due to uncoupled implants. A revision surgery was necessary. Additional information was not provided. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00801 (400539874 + nb015k), 9610612-2021-00802 (400539878 + nr880m). Involved components: nr292k - femur extens.stem 6° d15x77mm cemented - lot 51857694. Nr376k - enduro femur spacer post/dist f2 4x4mm - lot 51865091. Nr378k - enduro femur spacer post/dist f2 8x4mm - lot 51745974. Nr400k - nut f/femur extens.stem all sizes neutr. - lot 51860012. Nr192k - tibia offset stem d15x52mm cemented - lot 51875421.

Manufacturer narrative:
Associated medwatch-reports: 9610612-2021-00800 (400539873 + nb011k). 9610612-2021-00801 (400539874 + nb015k). Additional involved component: nr880m - no longer a leading material. Investigation results: visual investigation: no product at hand. Therefore an investigation of the devices was not possible. The provided x-ray figure showed a loosened rotation axis locknut. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. The uncoupling of the implants is a consequence of the loosening of the rotation axis locknut. One reason for loosening postoperatively could be: when the connection between the axis taper and the femur could not firmly fitted, there is a gap and hence movement between the components. This leads to the femur safety nut unscrewing or to the axis breaking above the taper. An excessive/unusual load by the patient could also be responsible for the loosening of the rotation axis locknut postoperatively. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. The root cause of the problem is most probably patient and usage-related. Based upon the investigations results a CAPA is not necessary.